Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about the following dates; (B)(6) 2008 and (B)(6) 2009, and subsequently expired on (B)(4) 2009 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same patient involving two separate products.